Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08680 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 12-may-2025 found bolus deliveries of 0.15u at 00:03:09.000 and 0.35u at 00:08:06.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with a scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with glucagon. The customer reported a blood glucose value of 58 mg/dl. It was reported that the customer alleged insulin pump is over-delivering insulin. The event involved product(s) mmt-1884, unomedical, mmt-342. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical. Mmt-1884 will be returned for analysis. Mmt-342 will be returned for analysis.